Event description:
The patient contacted animas alleging that the initial cartridge was put in on friday while at work and in the evening she received a repeated loss of prime. She disconnected and re primed and issue persisted. She went home to eat, got a loss of prime and she changed cartridge. But later in the call she said she tried rewind and load and then the initial cartridge got a message that no cartridge was detected. She tried three different cartridge and issue persisted. Customer service indicated that the pump may have not recognized the filled cartridge. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved via troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history verified "loss of prime," and "no cartridge detected" alarms in the black box history. The load step on the cartridge was not able to be performed during the rewind, load and prime steps on the pump. The display lens cover was removed and the force sensor flex pins were found to be completely dislodged from the printed circuit board (pcb) socket. Unrelated to the complaint, the battery cap was found to be stripped, the battery compartment was cracked and the display screen was faded and discolored. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test cap was used to complete the investigation. A new display screen was inserted and the display screen illuminated to normal contrast.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.